Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy with esophagojejunal & jejuno-jejunal anastomosis, at the set-up of the reloads, when the reloads was connected to the adaptor by scrub nurse, the jaws of the device lock on tissue. The scrub nurse disconnected the reloads with the adaptor with force, because it got stuck with the adaptor. There was no patient injury.